Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had crack on escape button. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had crack on reservoir compartment and rewind daily. The device will not be returned for analysis.